Event description:
It was reported via repair work order that the footend side rails were stuck in the lowest position due to a rusted timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.